Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, an external insulation abrasion breaching the outer insulation distal to the suture sleeve tie marks consistent with friction to another implanted device or feature of the patient anatomy.